Event description:
It was reported that during a pta treatment procedure involving an in-stent restenosis, balloon removal difficulties were encountered. The lesion being treated was a calcified, 50-70% stenotic lesion in the right superficial femoral artery. The physician used a 0.035" stiff terumo glidewire and a 6f destination mp guide catheter to access the lesion. It was reported that the physician had difficulty fully inflating the ultra thin diamond balloon, due to the eccentric, calcific plaque, but the balloon was noted to begin inflating at 10 atms and was finally inflated to 24 atms. The balloon subsequently ruptured and balloon material detached from the device and was retained inside the patient's body. The physician was unable to retrieve the material with a snare and performed a balloon embolectomy to remove the retained portions of the ruptured balloon. The procedure was successfully completed with no adverse effects for the patient and routine follow-up was planned. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this particular batch number, 8821634, shows that the device met its material, assembly, and product specifications. This particular batch number, 8821634, has no further associated complaints at this time.